Event description:
It was reported that the patient passed away on (B)(6) 2025. The cause of death was unknown. Whether the outcome was device or therapy related was not provided by the customer. Additional information was not provided. The event log files appeared to show an onset of low flow causing multiple low flow hazard alarms on (B)(6) 2025. The pump driveline appeared to have been disconnected a short time later.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
B3 - date of event: corrected. G2 - report source: corrected. Manufacturer's investigation conclusion: the submitted log files were evaluated following the reported events of low flow alarms, driveline disconnect, and patient death. The low flow alarms and patient death are addressed under the corresponding pump investigation. Submitted log files revealed that on (B)(6) 2025 at 16:52:12, an lvad off alarm activates associated with a intentional pump stop (f69) fault. Shortly after the intentional pump stop the driveline is disconnected at 17:01:30 which is consistent with termination of support. The system controller ((B)(6)) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event (cause of death, if the death was considered to be device related, if the device operated as expected, if the device would be returned, and the cause of the low flow alarms); however, no additional information was provided. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including power cable disconnect, low voltage, backup battery alarms. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ informs the user on how to properly exchange their 14v batteries for new batteries or to a different power source such as the power module or mobile power unit. Heartmate 3 IFU section 2 ¿ ¿system operations¿ and heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. Heartmate 3 IFU section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.